Manufacturer narrative:
Additional information for g. 1, 2 - manufacturer information is not available because this brush was manufactured prior to the acquisition of these products by church & dwight co., inc. The brush was examined and determined to be manufactured prior to the acquisition of spinbrush brand toothbrushes by church & dwight co., inc. Furthermore, the brush appears to be manufactured prior to 2005 when the former owners (procter & gamble) initiated a recall to redesign the plastic link in the brush head to correct this type of malfunction.

Event description:
Consumer reports that the replacement head of the brush kept falling apart in his mouth while using it. Consumer reports the back piece that holds the bristles on fell off of the replacement head three times and they had to snap the plate back onto the head.